Event description:
It was reported that the patient had the artificial urinary sphincter removed due to leakage of the system resulting in incontinence. The onset of the symptoms began in (B)(6) 2020.. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. Following the surgery, the patient was continent.